Event description:
This lead was capped during a normal device change out with medtronic. The notes say, "capped during device replacement, lead considered unusable." A single chamber pacemaker was implanted. It is unknown specifically why this lead was taken out of service. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.